Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis results of the device (a) found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (b) found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j9026l, expiration date: 12/2016, manufacturing date: 01/2012, 3500a codes: (B)(4).

Event description:
It was reported that during an unknown procedure, while the doctor wanted to apply the hemoclip to the vessel, the clip on the jaw fell down automatically and this happen several times during the procedure effecting the procedure to be conducted. No patient consequences reported. Procedure was completed with same like product.